Event description:
It was reported to boston scientific corporation on (B)(6) 2009 that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed on (B)(6) 2009. According to the complainant, during preparation of the prolieve thermodilatation kit, the pt was not in the room. The prolieve catheter's anchoring balloon would not inflate. Procedure was completed with another prolieve thermodilatation kit.

Manufacturer narrative:
The lot number (615684) provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).